Event description:
Caller stated that he received six months supply of his freestyle libre 3 sensors which is supposed to last for 14days per sensor. The batteries in this devices runs out between one to two days of use. He believed the reason for the battery depletion is the improper storage of the device by the supplier. When he reached out to the supplier, they were very non-cooperative and shows no concerns at all. All six sensors are defective and unuseable. Reference report #mw5154256, #mw5154257, #mw5154258, #mw5154259, #mw5154261.